Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ic, the blue hub was found "loose" from the extension line. The reporter suspects the issue occurred during transport of the patient to a CT scan. The issue was found upon return from CT when the patient was to be infused. As a result, a catheter was replaced with a new one. There was no reported delay, death, or complications to the patient was a result of this occurrence.